Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. The device has been explanted, but has not been received at hq for investigation yet.

Event description:
In 2014, few electrode channels were disabled due to non auditory perception. Only 8 channels were fully inserted in the cochlea during implantation, according to the implant registration card. During a recent visit the patient reported not being able to hear with the device. The patient was re-implanted.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
In 2014, few electrode channels were disabled due to non auditory perception. Only 8 channels were fully inserted in the cochlea during implantation, according to the implant registration card. During a recent visit the patient reported not being able to hear with the device. Device explantation is being considered but no date for surgery has been scheduled.

Manufacturer narrative:
Conclusion: investigation results show that humidity ingress led to the device electronics failure over time. However the device investigation did not show the location of the leak; based on the manufacturer's experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. After opening of the housing visual inspection of the electronics shows damage that is typical for humidity ingress. This is a final report.

Event description:
In 2014, few electrode channels were disabled due to non auditory perception. Only 8 channels were fully inserted in the cochlea during implantation, according to the implant registration card. During a recent visit the patient reported not being able to hear with the device. The patient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In 2014, few electrode channels were disabled due to non auditory perception. During a recent visit the patient reported not being able to hear with the device. Device explantation is being considered.